Event description:
During an initial leadless pacemaker (lp) implant procedure, the lp was unable to separate from the delivery catheter and also unable to be re-docked. The lp was removed from the patient and placed onto a new delivery catheter, upon fixation low pacing impedance was observed, however, the lp was released and dislodged into the right atrium. The lp was then retrieved and reimplanted successfully to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.